Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37761, serial # (B)(4), product type recharger. Analysis of the desktop charger (serial # (B)(4)) found broken connector pins on the cable assembly.

Event description:
It was reported that the patient experienced a loss of therapeutic effect where their ankle and back were "screaming." They had not been able to use the stimulation from their implantable neurostimulator (ins) in four days because of an issue with the recharger unit. Specifically, the recharger was not charging which started sometime earlier this month. The patient stated that the recharger was working but if they bumped it, it would stop charging and was not working the greatest. It was then noted that the recharger completely stopped working within the last week and the connector pin was not stuck inside the recharger. It was then reported that the connector pin on the desktop charger was broken. The patient did have an appointment with their healthcare professional (hcp) on (B)(6) 2014. No indication of any patient harm was reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.